Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge their ipg as instructed. As a result, the ipg became inoperable. A company representative met with the patient and confirmed that the ipg was no longer communicating. Surgical intervention may be pending to replace the ipg.